Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed a cylinder malfunction. Device history record (DHR): the lot information was not provided for the returned components so device history record (DHR) review could not performed. Device technical analysis: the tactile pump was visually inspected and microscopically examined. Under microscope it was observed that the kink resistant tubing (krt) was worn to the filament; the outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; however, no leaks were found. The ams700 ipp cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at fold in proximal cylinder body and in cylinder body. Both cylinders had small leak with separation of fabric treads when inflated with syringe in proximal cylinder body. The krt of both cylinders was worn to filament. Both cylinders were not pressure test due to leak was identified. Product analysis concluded that identified fluid leak with separation of fabric treads was the most probable cause of device malfunction. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
A device was returned with no product allegation. Product analysis identified a device malfunction.